Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on and remain on when switching between ac and battery power. The unit reported a "no sd card" error when powered on and it was determined a defective micro sd card adaptor caused this message. The unit tested fully functional with a known good sd card adapter installed. No interference was observed when obtaining measurements with the known good sd card adapter installed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the unit does not measure parameters properly. Additionally, the customer reported "too much interference." No consequences or impact to patient were reported.